Manufacturer narrative:
The customer returned the contour next ez meter. The test strips were not returned. The lot # of the test strips 8jpec05b as indicated by the customer and captured in the initial report is not valid. A similar in-house lot was used to perform the in-house testing. The returned meter was tested with in-house contour next test strips from lot # 8jped05a, which gave satisfactory performance.

Event description:
The customer reported that the blood glucose readings obtained on his contour next ez meter were 20-40 mg/dl higher compared to the other readings. No specific readings were provided. The customer stated that he took insulin bolus based on the reading obtained on the meter and 20 minutes later, he had headache. The customer refused to provide any further event details. There is no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.